Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device preparation of the xience sierra stent system, there was an unusual feeling when removing the protective sheath and stylet; however, the device was used in the anatomy to treat a lesion located in the mildly calcified and 90% stenosed right coronary artery. When delivered to the lesion, it was noted that a stent was not on the balloon and was later found stuck on the protective sheath. There was no adverse patient effect or clinically significant delay. A same size non-abbott stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned stent delivery system. The reported difficulty to remove the protective sheath and stent dislodgment were unable to be confirmed as the protective sheath was not returned and the stent implant was returned tightly crimped and stationary on the balloon between the markers as intended without any damage noted. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. Factors that may contribute to difficulty removing the protective sheath may include, but not limited to, normal variation within the manufacturing process, protective sheath removal technique, damage during manufacturing, damage to the protective sheath, an undersized sheath and/or an oversized balloon profile and stent, mishandling or positive pressure applied during preparation. To ensure this type of issue is not the result of a manufacturing quality issue, all products are 100% visually inspected for damage. The investigation was unable to determine a conclusive cause for the reported difficulty to remove the protective sheath and stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.